Event description:
The patient reported a malfunction with an omnipod 5 pod while traveling abroad for a weekend trip in (B)(6). The patient had switched to omnipod 5 the previous week and did a pod replacement on their abdomen earlier that day. The patient had only brought the one replacement pod with them on their trip. The patient had gone to dinner approximately 2 and ½ hours after the pod was placed when they received a pod error, stating insulin delivery stopped and replace pod. On (B)(6) 2026, the patient went to the emergency room (ER) at a hospital but could not remember the name of the hospital, and they had directed the patient to a different hospital, (B)(6). When the patient arrived at the second hospital, they asked if they had a pod in the hospital. The patient went to the waiting room, and after 3 hours their bg levels were higher than 599.4 mg/dl (33.3 mmol/l). The patient uses the freestyle libre 2+ recently and after seeing the reading of 33.3 mmol/l, they did another measurement which showed at 453 mg/dl (25.2 mmol/l) and then the next reading was at 742 mg/dl (41.2 mmol/l). The patient reported they could barely stand, was very confused, they had diarrhea, and a headache. The patient also reported having crohn¿s disease, which made the situation worse. The patient repeatedly shouted for insulin while in the hospital waiting room but was kept waiting for multiple hours. While at the hospital, the patient was treated with 10 units of novorapid insulin via an insulin pen and was told that they do not have a pod. The patient needed to get slow acting and fast acting insulin, and fortunately, by chance, the patient had a pen in their car with fast acting insulin. The patient then spent the weekend in the hotel, not feeling well enough to return to (B)(6). The patient did not receive a diagnosis from the doctor. The patient was in the hospital for 4 and ½ hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.